Event description:
Per the clinic, the surgeon experienced difficulty obtaining nrts with smartnav during the initial implantation surgery, despite normal placement check and impedance results. Due to the inability to obtain nrts, the patient was placed under general anesthesia on (B)(6) 2025, for a surgical procedure to reopen the incision site in order to confirm correct electrode placement. Following confirmation of correct placement, smartnav was re-run and nrts were obtained successfully.